Manufacturer narrative:
No prod will be returned for eval.

Event description:
In late 2007, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device causing "a couple" of units of insulin to spill into the cartridge compartment of the infusion device. The pt was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No prod will be returned for eval.